Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One 135 cm guidewire within the hoop assembly was returned for investigation. The product label sticker was returned containing ref:3275335 lot:recv1910. Use residue was observed on the guidewire and within the hoop. The guidewire coils were found to be misaligned approximately 7.5 mm from the distal end. Microscopic observation of the coils surrounding the damaged area revealed the coils to be offset and bent. Based on the condition of the returned sample, possible contributing factors include damage during removal hoop and during handling. Since the guidewire was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recv1910 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the very tip of the wire isn't flush with the rest of the wire. The wire couldn't even get past the needle so we opened a new PICC and that wire worked just fine.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1910 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the very tip of the wire isn't flush with the rest of the wire. The wire couldn't even get past the needle so we opened a new PICC and that wire worked just fine.